Event description:
A us distributor reported that a patient was experiencing "adjust/check belt" messages, arrhythmia alarms, and can connection status.

Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (arrhythmia alarms, ¿adjust/check belt¿ messages, can connection status) was confirmed. Upon investigation, the belt passed falloff testing but did not pass an auto test due to corrosion found on v2 and c3 components of the ECG ¿c¿ cover. The root cause for the corrosion was ingress of an unknown liquid. Lifevest patient training materials have been updated as a reminder not to expose the lifevest electronic components to liquids. There was no adverse event that resulted from the damaged belt.